Event description:
It was reported that there was intermittent atrial sensing and capture when the device was checked. Xray revealed the atrial lead dislodged. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.